Manufacturer narrative:
H2 device evaluation: analysis of the recharger telemetry module (rtm) found a recharge antenna failure. A "no device found" message was observed with the rtm. H6: please note that method code b20, result code c20, and conclusion code d14 no longer apply to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they are unable to charge to the implanted neurostimulator (ins), and when the recharger antenna was placed against the ins, the cord at the base of the recharger antenna became quite hot. The charge amount was displayed as 100% for the controller and 30% for the ins. When the recharger antenna was placed against the ins, device non-detection was displayed. When the battery pack was removed, reinserted and the recharger was touched again to the ins, device non- detection was displayed again; when the charging was tapped, the charging trial was displayed; low 0, middle 0, and high 0. The recharger was shifted, but the charging light on the screen was blinking green, the device was not detected, and during the charging attempt, low 0, middle 0, and high 0 were repeated. After checking the charging amount for about 10 minutes, the controller decreased to 80%, but the ins remained at 30%. When the antenna was placed over the ins again, a system problem was displayed; however, it was asked that they remove and reinsert the battery pack to resolve the problem. No patient harm reported, and the issue has not resolved.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# unknown, product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown, g2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: nlf064669n, UDI#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received provided serial numbers for the device and the implant date of the ins. It was reported that the details of the system problem screen could not be confirmed because the patient didn't remember that much.